Manufacturer narrative:
The device was returned for evaluation. The DHR reviewed and there were no deviations or non-conformances during the manufacturing process. Upon evaluation, there were signs of the lock sticking when sliding it up. This type of damage is from use/handling. There were no repair markings indicating preventive maintenance was performed on this instrument. The complaint is confirmed as sticking; the root cause has not been identified as a workmanship or material deficiency. Device identifier (B)(4).

Event description:
A customer reported that on (B)(6) 2019, the 610107da slide lock fundus grasping forceps da 5mm 37cm used for laparoscopy (lap) procedures, the slide lock was sticking and did not grasp the tissue. There was no patient or user injury reported. Request for additional information has been sent.